Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was not found in pocket b3 of auxiliary drawer 5. A field service engineer confirmed there was no problem found. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie b3 pocket lid was broken. A customer reported able to get medication from other station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.